Event description:
It was reported that during a routine follow-up, the right atrial lead exhibited an auto mode switches episode which resulted in noise. It was reported that at a previous check on (B)(6) 2014 noise had also been noted along with 5 episodes on a check (B)(6) 2014. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.